Manufacturer narrative:
(B)(4). Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms. Insulin pump received with cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer stated that they were able to clear the alarm and rewind the insulin pump. Customer stated that the insulin pump was exposed to high magnetic field. Customer also stated that there were more than one motor error alarm present in alarm history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis